Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic with persistent atrial fibrillation. A shock was delivered which caused rapid ventricular response resulting in inappropriate therapy. The second shock was considered appropriate and effective. One day following this event, the patient was admitted to the hospital with a cerebral ischemic event and expired on (B)(6), 2019. No alleged malfunction of the ICD was reported.